Event description:
During a cystoscopy procedure, the patient's legs were on allen stirrups. The left allen stirrup suddenly gave out. The staff held the patient's leg to prevent harm. FDA safety report ID# (B)(4).